Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03537. It was reported that burr became stuck in the lesion and shaft was detached. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex coronary artery. A 1.25 mm rotalink¿ plus was selected for use. During first ablation, the speed dropped down to max7000 and on the second ablation, it dropped down to max20000 as well. The procedure was stopped and the device was attempted to be pulled out. It was noted that the burr was stuck on the lesion and only the shaft was pulled out. The shaft was detached. Since the rotawire was not detached, the burr was retrieved using a snare from the ipsilateral side. The procedure was completed with a different device. No further patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Visual inspection noted the rotawire was kinked in several sections and was broken at 326cm from the proximal section due to bending overload. The spring tip was returned stretched and kinked. Overall length of the device upon dimensional inspection could not be measured due to the break. Outer dimension (od) of the distal tip could not be measured as well as the spring tip was stretched. Od of the proximal section and middle of the rotawire were noted to be within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03537. It was reported that burr became stuck in the lesion and shaft was detached. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex coronary artery. A 1.25mm rotalink¿ plus was selected for use. During first ablation, the speed dropped down to max7000 and on the second ablation, it dropped down to max20000 as well. The procedure was stopped and the device was attempted to be pulled out. It was noted that the burr was stuck on the lesion and only the shaft was pulled out. The shaft was detached. Since the rotawire was not detached, the burr was retrieved using a snare from the ipsilateral side. The procedure was completed with a different device. No further patient complications were reported and the patient¿s status was stable.